Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug -2019 with the following findings: a review of the pump black box showed a pump reboot on (B)(6)2019 following a low battery warning. The data showed the pump powered on and continued to run until end of use on (B)(6)2019. The battery compartment was found to be cracked. No damage was found to the returned battery cap and the cap attached securely to pump to maintain an electrical connection. The pump powered on and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence intermittent connections were observed to the power printed circuit board. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. It was alleged that there was a power issues after a battery change. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.